Event description:
A report was received stating that the listed device stopped cycling while on a pt. The report states that the pt was being transported to MRI when the device stopped, reportedly, without alarming. The pt was manually ventilated with increased positive end-expiratory pressure (peep) to return the pt's spo2 to within the normal range. No permanent adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).